Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement. There was existing CAPA#: (B)(4) for lvp door latch.

Event description:
The customer reported physical damage to the device and a missing door. No patient involvement is noted. Door assembly, display board, and latch replaced due to missing parts. As found software version (B)(4), as left software version (B)(4). Bezel replaced due to cracked lower hinge rear case replaced due to cracked dome